Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal ¿secondary set c61 with a built-in phaseal¿ connector leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. DHR review showed no ncr-s present that could potentially explain the issue costumer was describing. DHR of the lot contains results of the functional testing on the product which was introduced after restart of production on (B)(6) 2017. Training record of all operators involved in production of this lot and dispenser checkup, after start of each new lot of the c61 secondary set the dispensers are checked for functionality of all parts. No further information was given from the costumer regarding the circumstances that leakage occurred, description of c35 leaking from spike would be impossible as stated in investigation. Assumption that costumer was actually describing leakage on 6096 phaseal and spike 5328 was taken as base of investigation. After investigation no potential root cause could be determinate if new information arrives regarding these complaints investigation can be reopened. C35 connector costumer was describing is not a part of c61 system/product. Phaseal connector on c61 system is 6096 and it shares some resemblance with c35 luer lock. Ohr for lot 1005467 contains results of functional testing per iso 8536, 750 samples are taken evenly from lot to test for air leakage and result s are conforming. Ohr also shows reduced finished good quantity from (B)(4), this is due to material shortage and because of this time to produce the lot was prolonged. Dispenser that was used in this phase is ion 346 bushing c due to specific nature of joint this dispenser is only used for this joint. On (B)(6) 2017 preventive maintenance was performed on this dispenser without any replacements and was checked again prior to lot start (B)(6) 2017.

Manufacturer narrative:
Investigation summary: failure description: leakage at the c35 connector on the spike reference pr284637, 284689, & 284675 product 515302, lot 1005467 background: DHR review showed no ncr's present that could potentially explain issue customer was describing. DHR of the lot contains results of the functional testing on the product which was introduced after restart of production on (B)(6) 2017. Training record of all operators involved in production of this lot and dispenser checkup, after start of each new lot of the c61 secondary set, the dispensers are checked for functionality of all parts. Detailed explanation in deviation memo which is also included in DHR. Investigation conclusions: c35 connector customer is describing is not a part f c61 system/product. Phaseal connector on c61 system is 6096 and shares some resemblance with c35 luer lock DHR for lot 1005467 contains results of functional testing per iso 8536, 750 samples are taken evenly from lot to test for air leakage and results and conforming. DHR also showed reduced finished good quantity, this is due to material shortage and because of this time to produce the lot was prolonged. Dispenser that was used in this phase is idn 346 busing c due to specific nature of join this dispenser is only used for this joint. (B)(6) 2017 preventive maintenance was performed on this dispenser without any replacements and was checked again prior to lot start on (B)(6) 2017. Investigation conclusion: material: during testing on site, test for leakage would detect this lack of tolerance as leakage (out of tolerance phaseal connector) method: procedure describes the correct way of assembly. Machine: unlikely - dispenser malfunction - dispenser check up at start of every lot and after pauses on the same lot by maintenance operators. Root cause: no further information was given from the customer regarding the circumstances that leakage occurred, description of the c35 leaking from the spike would be impossible as stated in investigation. Assumption that customer was actually describing leakage on 3096 phaseal and spike 5328 was taken as base of investigation. After investigation no potential root cause could be determined. If new information arrives regarding these complaints, investigation can be reopened.